Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported: symax stem with worn conus and loose head.

Event description:
It was reported: symax stem with worn conus and loose head.

Manufacturer narrative:
An event regarding disassociation and wear involving a symax stem that was mated with an lfit v40 cocr head was reported. The event was confirmed via device evaluation. Method & results: product evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The metal head appears to have damage from the disassociation event and explantation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by device evaluation whereby visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The reported symax stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.